Event description:
The surgeon reported that he had two cases of light toxicity a few weeks back. The events occurred in june. Additional information has been requested. An additional MDR will be submitted for the second case under mfg. Report #2028159-2007-00416.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.